Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30475719m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter on (B)(6) 2021 and suffered a cardiac tamponade requiring pericardiocentesis, anticoagulation therapy and percutaneous cardiopulmonary support (pcps). During the procedure, while ablating the left ventricle (lv), the patient became hypotensive and cardiac tamponade occurred. Pericardiocentesis was performed to drain 800cc of fluid from the pericardial space. Surgical intervention was not required; however, the patient underwent anticoagulation therapy and pcps. Prolonged hospitalization was required and the patient was discharged from the hospital on (B)(6) 2021 fully recovered. The physician commented that the cause of cardiac tamponade was unknown and it was not related to the biosense webster, inc. Catheter. There was no evidence of steam pop during the ablation nor any other product deficiency. Since the event (cardiac tamponade) is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function, or permanent damage of a body structure, then it is to be considered serious and MDR-reportable.